Manufacturer narrative:
(B)(4). Similar to device under 510(k) p100028. Summary of investigational findings: as per attached complaint form it is assumed the formula stent was implanted (B)(6) 2014. Follow-up after 2 weeks was good, but after 5-6 weeks patient got eczema. The formula balloon expandable stent is a nondrug eluted device, why it is difficult to comment on patients allergic reactions. However, reference should be made to (B)(4). Warnings: "persons allergic to 316l stainless steel may suffer an allergic reaction to this implant." Potential adverse events: "allergic reaction to stainless steel or contrast agents" and "artery thrombosis, aneurysm, rupture, perforation , occlusion, spasm, or restenosis." No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient has an allergy and they want to know what medication is on the stent as they want to check that too. The doctor make a normal renal intervention to treat a stenosis in the right renal artery. At first step he dilatated with balloon catheter (2 times with different sizes) and after that he implanted the formula stent. After 2 weeks the follow up from the treatment was good. On (B)(6) 2014: the patient get an exanthema and therefore, he decide to stop taking the clopidogrel. On (B)(6) 2014: the exthema grow up and therefore, they stop the aspirin also. On (B)(6) 2014: the doctor make an x-ray from the renal artery and found an in stent restenosis. The next step is to present the patient to the university of bonn to make a diagnostic about allergy. Patient outcome: the patient come back in depends of her allergy, in this time she became a reintervention to proof the stent, and she must go to the university of bonn to control her allergy.